Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw2340 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a hole in the line very close to the hub.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a powerpicc catheter was provided for evaluation. The photo shows the catheter being manipulated and held at the region extending past the winged hub. An arrow is drawn over the image pointing at the region being bent by the clinician. The quality of the image provided does not allow for a clear determination of the presence of a hole in the catheter. Since the presence of a the hole could not be clearly observed from the image provided and a sample was not returned, the complaint is inconclusive at this time. H3 other text : device not returned for evaluation

Event description:
It was reported that the PICC had a hole in the line very close to the hub.